Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic with increased lactate dehydrogenase (ldh) and was admitted for suspected pump thrombosis. On (B)(6) 2017, the patient¿s plasma free hemoglobin was at 30.9 mg/dl. On (B)(6) 2017, the ldh has improved and was at 400s u/l. The patient resumed coumadin with inr goal of 2.5-3.5. Patient was being bridged with a heparin infusion. Cardiolipin antibody test was negative, and it was reported that the patient admits to variable warfarin dosing at home. The patient will continue to be monitored with higher inr goal. No additional information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis and a specific cause for the reported elevated lactate dehydrogenase level could not be conclusively determined. The submitted system controller log file contained data ranging from (B)(6) 2017 20:06 to (B)(6) 2017 13:22. The data recorded in the log file showed the pump operating at the fixed speed of 8800 rpm with pump power and estimated flow values ranging from 4.5 watts to 6.2 watts and 4.4 lpm to 7.5 lpm, respectively. No notable pump parameter changes or atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.